Event description:
Customer states that the meter will shut down during count down and because he could not get a reading he was forced to go to the hosp. He spent 2 days in the hosp because of ketoacidosis. Customer asked to return meter for further evaluation and a replacement was provided.